Event description:
It was reported that episodes of pacemaker mediated tachycardia (pmt) were observed on the device. Additionally, during a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry due to suspected premature battery depletion. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The field events of bluetooth (ble) telemetry anomaly and premature battery depletion were confirmed. Electrical testing revealed high current drain from the hybrid. The cause of the field event was due to an anomalous crystal oscillator in the ble circuitry block.